Manufacturer narrative:
Unit received with cracked and bleeding liquid crystal display glass. Unable to perform displacement test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on screen. Customer stated that insulin pump was drop. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.